Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tibial articular surface provisional fractured during an initial knee arthroplasty. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) has a fragment from the anterior of the post feature fractured off; the fragment was not returned. The device had an approximate field life of three (3) years and ten (10) months with an unknown frequency of use. Review of the device history record and receiving inspection identified no deviations or anomalies. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.